Event description:
It was reported that during use on two separate occasions involving two patients, the autopulse platform would perform about 5 compressions and then stop. The lifeband is pulled up and the platform is started again, however, the same issue occurs. No adverse patient sequelae was reported. Customer indicated that he could not provide any information regarding the patients' condition or status.

Manufacturer narrative:
The product in complaint was returned to zoll on 09/24/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR report: #3003793491-2013-00905 for autopulse resuscitation system model 100 with sn (B)(4) on patient (B)(6).